Event description:
A doctor reported a "blunt" knife. This was noticed prior to surgery, and there was no patient involvement.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Because a sample was not returned and no lot number was provided, the root cause for the blunt knife experienced by the customer cannot be determined. The most likely cause of bluntness is damage to the blade. However, it is unlikely that damage occurred during the manufacturing process. All knives are 100% inspected by trained operators using minimum of (B)(4) magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).